Event description:
A pt implanted with a prodisc l was revised due to discomfort. This is three of three reports for the same event.

Manufacturer narrative:
Add'l info has been requested. Manufacture date can not be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.